Manufacturer narrative:
The investigation is still ongoing for this complaint, once investigation is finalized a followup will be submitted.

Event description:
On (B)(6)2025, customer reported having an issue with the product and that the device malfunctioned. No adverse patient effects were reported.